Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7072872/7081235.